Event description:
Clinical narrative: during a presentation, an observed thrombus was reported on an impella 5.5 case. The finding was presented on a slide by the presenter during the presentation. Based on the information shared, additional clinical details are missing, including when the thrombus was identified, the clinical circumstances surrounding the observation, and whether the event has already been reported through established reporting processes. No patient-specific, device-specific, or temporal details were provided. No further information was made available, assessment of patient impact, device performance, nor event timing.

Manufacturer narrative:
A. Patient information is unknown. D4. Primary UDI number, lot, serial are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d3. Pdi (thromboembolism) : the root cause of the injury was unable to be determined due to insufficient clinical details.